Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. It is unknown why the device was not returned by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure using three neuron 6f select catheter (6f select) and two neuron max 6f 088 long sheaths (neuron maxs). During the procedure, the physician reported that two of the 6f selects felt tacky and were unable to be advanced through the two neuron maxs, despite the physician¿s attempts to flush the neuron maxs; therefore, the 6f selects were removed. The procedure was then completed using a new 6f select and the same neuron max. There was no report of an adverse effect to the patient.